Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation reported retention. The patient stated that she is not able to fully empty and the device never really helped that much. When the patient goes to the hospital she has to be cathed, patient has been to the hospital many times. The patient was advised to follow-up with her healthcare provider. No specific device issue alleged only patient symptoms.